Event description:
A distributor (B)(4) forwarded info to the manufacturer in regard to a reported adverse event involving a trilogy 100 ventilator. According to the distributor, a (B)(6) infant who had been receiving continuous positive airway pressure (CPAP) therapy via the trilogy 100 ventilator expired on (B)(6) 2010. The cause of the death has yet to be determined. There does not appear to be an allegation the trilogy 100 malfunctioned during the reported event. A getemed infant apnea monitor was also reported to be in use at the time of the event. The devices are correctly in the possession of the authorities and a follow-up report will be filed when additional info is available.

Manufacturer narrative:
Analysis found outer insulation abrasions in two areas where the blue cables were visible outside of the lead body. Both abrasions were from friction with the ICD can. One of the abrasions was 14cm to 16.5cm from the pin over the rv cable lumen. The etfe insulations of both the rv cables were abraded open at approximately 14.5cm causing shorts from the ICD can to the rv. Both cables were melted apart from a high energy spark that occurred when the ICD can shorted to the rv cables filars.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that 6 hours after ICD replacement, an induction test was performed and the device aborted the shock due to hv low impedance. The vf did not convert the patient into sinus rhythm. The episode continued with five aborted capacitor charges. The patient was in af and drugs were used to stabilize the patient. The lead and device were explanted. During explant procedure, an insulation break in the lead was observed.